Manufacturer narrative:
During investigation testing, the reported issue was confirmed and reproduced. The emergency battery had an unrecoverable permanent fault; however, it could not be conclusively determined what caused the emergency battery to become permanently disabled. A permanently faulted emergency battery would not be able to hold a charge. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the companion 2 driver emergency battery was not charging.